Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional info is received. Per the info provided by the initial reporter, the broken instrument piece was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci s surgical procedure, part of the permanent cautery hook instrument broke off and fell inside of the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.